Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing had a hole in it that leaked blood onto the patient and the clinician's glove during use. The following information was provided by the initial reporter: ¿supply malfunction during first attempt of blood specimen collection. Attempt on left ac with butterfly vacutainer system. Butterfly vacutainer tubing had hole, not observed on initial visual check, which caused blood to come out of tubing falling onto patient and gloved hand of clinical staff. Faulty tubing on butterfly vacutainer. Bd vacutainer push button blood collection set, 21g x 3/4" x 12". Lot number: 9178779, expiration date: 06/30/2021" "what date did the incident occur on? (B)(6). Was the course of treatment changed? No- just restuck the patient was there any medical attention needed due to the blood leak? No".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing had a hole in it that leaked blood onto the patient and the clinician's glove during use. The following information was provided by the initial reporter: ¿supply malfunction during first attempt of blood specimen collection. Attempt on left ac with butterfly vacutainer system. Butterfly vacutainer tubing had hole, not observed on initial visual check, which caused blood to come out of tubing falling onto patient and gloved hand of clinical staff. Faulty tubing on butterfly vacutainer. Bd vacutainer push button blood collection set, 21g x 3/4" x 12". Lot number: 9178779, expiration date: 06/30/2021. What date did the incident occur on? May 27th. Was the course of treatment changed? No just restuck the patient. Was there any medical attention needed due to the blood leak? No".